Event description:
"Lap tubal - when ports removed, a plastic piece (part of the seal?) Was left behind in abdomen. Indicative something had broken off port. Piece was removed successfully. Pt is ok. Surgeon had to remove piece."

Manufacturer narrative:
Upon receipt and evaluation of the incident device, a follow up report will be submitted.